Manufacturer narrative:
It was reported through an anthology study that revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The patient had a revision to an anthology stem in 2008 due to failure of the femoral component, 3 dislocations in 2013 and a subsequent 2-stage revision in 2014/2015. However; without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the failed femoral component, dislocations and 2 stage revision cannot be confirmed, and it cannot be concluded that the reported events were associated with a mal-performance of the implant. The patient impact beyond the revisions and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
New information: g4, d4.

Event description:
It was reported that right hip revision of the femoral head component only was performed.